Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 20) occurred during pumping insulin. Additionally, it was reported that a malfunction alarm occurred. Customer's blood glucose level ranged from 66-450 mg/dl. Reportedly, customer will use a backup insulin pump for insulin therapy.